Manufacturer narrative:
The logbook of the affected savina was provided for the investigation. The device was manufactured in june 2005 and was used for 56,985 hours. The analysis of the log entries revealed that a communication error within the pcb control led to the reported reboot. The device reacted as specified to the detected software deviation by initiating a reboot and alerting the user with an audible alarm and visual message. During the reboot lasting at most 12 seconds the breathing valve opens up allowing for spontaneous breathing. After a successful reboot the device automatically continues the ventilation with the previous settings.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device rebooted unexpectedly while in use. No patient injury reported.